Manufacturer narrative:
The reported 8x20mm biorci screw, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Excessive force placed on the screw during insertion. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10 h3, h6: the reported 8x20mm biorci screw, used in treatment, was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 1mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Incorrect screw size to tunnel size. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a lca reconstruction by arthroscopy, the device tip broke inside the patient. All pieces were removed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.